Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: the disposable sets were unavailable for specific root cause analysis. There are no signals in the dlogs that show any volume errors or pump issues that may have contributed to the final hct being higher than expected. It is possible that the immediate post-procedure hgb that was measured was not as accurate as if it had been done a few hours after the procedure.

Event description:
The customer reported that they noticed the patient's hemoglobin increased from 9.4 g/l to 10.3 g/l after a therapeutic plasma exchange (tpe) procedure. Due to EU personal data protection laws, the patient's age is not available from the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: per the customer, the reported hematocrit (hct) of the patient was measured immediately following the procedure. When the hct was measured prior to the next procedure the next day, the patient's hct was back to normal. The run data file (rdf) was analyzed for this event. There are no signals in the dlogs that show any volume errors or pump issues that may have contributed to the final hct being higher than expected. There were no reservoir alarms. It does take the body some time to re-equilibrate following a procedure as the composition of their blood is not the same as their blood was prior to the procedure even at 100% fluid balance. An immediate post procedure hemoglobin/hct is generally not as accurate as one done a few hours after the procedure. Investigation is in-process. A follow-up report will be provided.

Event description:
No medical intervention was needed for this event.